Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are being filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The pre-procedure mean gradient pressure was unknown. An ntw clip was inserted and the grippers were independently tested in the left atrium (la). However, it was observed one of the grippers did not lower. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced with another ntw clip. The new ntw was inserted and placed on the mitral valve. However, the gradient increased to 7mmhg. Therefore, the clip was removed. After the clip was removed, it is unknown if the gradient returned to baseline. An nt clip was then inserted and placed on the mitral valve; however, the gradient was again 7mmhg. The nt clip was removed and the procedure was discontinued. Mr remained at a grade of 3, but it is unknown if the gradient returned to baseline. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. B3: date of event updated to 12/03/2021.